Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value and hardware low level failures. Customer stated that they got battery failed alarm while doing self test. Customer stated that last night the pump was delivering more insulin and the blood glucose value was 23 mg/dl and had been treating with 6 juice boxes and rebounded to the value of 275mg/dl. Customer treated with juice. Customer did not allege the insulin pump of over delivery. Insulin pump will not be returned for analysis.